Manufacturer narrative:
A4 is unknown. No product was returned for investigation. The cause of the hematuria was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The device was replaced with an impella 5.5 to continue patient support.